Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Initial reporter. The initial report of the patient¿s elevated ldh was submitted by the outside center, (B)(6) hospital. The patient sought further treatment at the original implanting center (B)(6). Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient experienced elevated lactate dehydrogenase (ldh) and dark colored urine on (B)(6) 2016. Log file analysis performed by a representative of the manufacturer¿s technical services team revealed an upward trend in pump power and pump estimated flow values. On (B)(6) 2016, the patient experienced another rise in ldh. The implanting center reported that the patient had reported to an outside center on three separate occasions with elevated ldh during the previous 3 weeks. Reportedly, the patient was treated with a heparin infusion and ldh values decreased each time. In response to the patient¿s ldh elevation on (B)(6) 2016, repeat lab results were pending and an echocardiogram with ramp study was to be performed. Results were not provided. Reportedly, auscultation of the pump sounded normal. The patient denied any changes in urine color. The patient¿s anticoagulation included aspirin, plavix, and coumadin at the time. Interrogation of the system controller history revealed a couple of higher pump estimated flow values and pump powers found to be associated with pi events. Another system controller log file was submitted to the manufacturer¿s technical services for review. The technical services representative observed that pump power and pump estimated flow trended flat over the 19 days of data. On 11/28/2016, it was reported that the patient remained admitted and a pump exchange was being considered.

Manufacturer narrative:
Additional information. The referenced report of the pump stoppage event on (B)(6) 2016 is covered under medwatch MFR# 2916596-2016-02476. No equipment was returned for evaluation. The report of elevations in pump power and flow, and decreases in pi was confirmed based on the evaluation of the submitted log system controller log files; however, a specific cause for the alarms and for the reported elevated ldh could not be conclusively determined. The log file submitted on (B)(6) 2016, captured intermittently elevated power, elevated calculated flow levels and three pump stoppage events. The pump stoppage events reportedly occurred when the patient stepped on their patient cable and resolved when they were no longer stepping on it. Based on our complaint history and similarly reported events, elevated ldh, coupled with increased pump power and flow, decreased average pi and pump stop events could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and elevated ldh could not be conclusively determined without a full evaluation of the device. The patient remains ongoing on vad support with no further hemolysis related issues. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2016, device interrogation revealed a pump stoppage. The patient reported that the pump stoppage occurred when they accidentally stepped on the mobile power unit patient cable and resolved when they were no longer stepping on the patient cable.